Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal deployed successfully, but the springs were very difficult to get out of the deployment tube. The reporter stated that they needed to hold both ends of the springs to pull it out, and then it was very difficult to get the seal out of the anastomosis. Additionally, the blue tether string cut into the tissue and caused a dissection, reported as a divet about 6 mm by 6mm. The dissection was repaired successfully with a stitch. There were no other pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. This event is still being investigated. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).